Event description:
Physician inflated balloon twice successfully, the third time balloon was inflated it ruptured and broke apart. The part that broke off had to be recovered with a snare. This was done successfully without injury to pt.